Manufacturer narrative:
The customer reported that the central nurse's station (cns) is rebooting on its own. The error log indicates that the application cannot locate a file, which then causes the central nurse's station (cns) application to restart. The hard disk drive (hdd) was replaced, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is rebooting on its own. The error log indicates that the application cannot locate a file, which then causes the central nurse's station (cns) application to restart.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurse's station (cns) is rebooting on its own. The error log indicates that the application cannot locate a file, which then causes the central nurse's station (cns) application to restart. The hard disk drive (hdd) was replaced, which resolved the issue. The device was not sent in for evaluation as the issue has been resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.